Manufacturer narrative:
The patient was born on an unspecified date in 1942. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as vision problems. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. One day prior to receipt of this report, antibiotics were discontinued. The patient was recovered from this peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.